Event description:
(B)(4). Since having essure I have either not had a period or had awful pain with my periods along with heavy bleeding and blood clots. I have pain in my right lower back/hip region that won't go away. When I do have a period I feel like my vagina is going to fall out. I believe I am allergic to nickel and I do not understand why the nickel allergy test isn't required.

Event description:
(B)(4). I still have the back pain that I mentioned in my first post. Now I have also had blood work done and been told that I have to see a rheumatologist because my sed rate and c reactive protein is very high. Still skipping periods for months at a time and then I'll have one so bad I be even went to the ER. I have gained so much weight. I have the belly. I have horrible swelling in my legs...I have sores on my scalp and I think I lose way more hair than I should. I've also had so many more infections than what is "normal" for me. I think it's all connected and I am so disgusted that this product is still on the market!!

Event description:
(B)(4). Also, I have a consultation to discuss a hysterectomy bc I know that this device is slowly killing me. It infuriates me that so many women are having to have hysterectomies to get this "profanity" out of them! Do something!!